Manufacturer narrative:
Concomitant medical product: 2088tc lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately six weeks post implant the patient reported that a couple of days ago they heard a tone from their device when they went into a store and got dizzy. The patient said they sat down and it passed. The patient also stated that they heard the tone again going into the bank. The patient also noted that they had recently purchased scribes for their cellphone that may have magnets and it was in their shirt pocket. The ICD remains in use. No further patient complications have been reported as a result of this event.